Event description:
It was also reported that the patient engaged in twiddler's syndrome.

Event description:
It was reported that the lead exhibited 2900 ohms impedance. The lead was turned off and programming was set to vvi 40.